Event description:
It was reported the device was explanted and replaced due to premature battery depletion. The lead was explanted and replaced due to inappropriate therapy, loss of capture, sensing difficulty, fracture, and threshold increase. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: analysis of the device revealed normal battery depletion. Distal conductor fractured; distal segment returned and analyzed.